Event description:
A triad skull clamp (B)(4) was involved in an incident with a pt laceration. Additional information has been received and was described as follows; a (B)(6) female with low back pain and disabling radicular leg pain was undergoing a l4-l5 decompression and transformational lumbar fusion. This procedure does not routinely require a triad skull clamp but this pt has severe thoracic kyphosis and cervical lordosis and could not be positioned prone on a wilson frame without being hyperextended. So surgeon decided that a skull clamp would provided the best positioning for the pt. The pt remained prone for the entire procedure. After positioning the pt in the skull clamp, the lock slipped within seconds of the placement of the clamp on the side with only one skull pin. The pt received about a 1-2 inch laceration on her head from the lock slipping and required stitching and stapling by the surgeon. The pt did well as far as the surgery goes but ended up with an unnecessary injury. As a result of the slippage another skull clamp was used. Integra adult disposable skull pins were used (catalog # a1072), lot # unk because wrapper was thrown away at time of use. A stealth navigation system was used but nothing was attached to the triad skull clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.